Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: implant and explant date: unknown. Date of event: unknown. Post-operatives medical intervention was necessary. No samples were returned. The batch numbers unknown, a batch history review is not possible. The root cause for the problem is most probably usage related.

Event description:
It was reported by the healthcare professional to the company sales representative "two locking nuts have loosened. It has been revised." All med watch submissions related to this report are: 9610612-2018-00398.